Manufacturer narrative:
Power loss alarms and low battery confirms in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm. Power loss after low battery alarms. The power loss was triggered when back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Device received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries would only last for less than a week. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.